Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported experiencing air gaps, upper # 20 aligner started to crack, and went back to aligner # 19 since that fits the best and has the least amount of air gaps. Patient also indicated still wearing the lower # 9 aligner/retainer and both fit comfortably after adjusting the top so it would not cut into the gum line.